Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
Note: this report pertains to the second of four complaints that occured during the same procedure. It was originally reported to boston scientific corporation that two sensor guidewires were used in a ureteroscopy procedure (patient age, gender, and weight unknown). Follow up information received on (B)(6), 2010 determined that four sensor guidewires were utilized. According to the complainant, the first sensor guidewire peeled but did not detach during the procedure. Please reference medwatch report number 3005099803-2010-00535 which documents the first device. A second guidewire was then utilized and noted to have peeled but did not detach. A third sensor guidewire was then utilized and noted to have peeled but did not detach. Please reference medwatch report number 3005099803-2010-00539 which documents the third device. A fourth sensor guidewire was then utilized and noted to have peeled but did not detach. Please reference medwatch report number 3005099803-2010-00540 which documents the forth device. The procedure was successfully completed using a fifth sensor guidewire. The patient was reported to be "fine" at the conclusion of the procedure.

Event description:
Note: this report pertains to the second of four complaints that occured during the same procedure. It was originally reported to boston scientific corporation that two sensor guidewires were used in a ureteroscopy procedure (patient age, gender, and weight unknown). Follow up information received on (B)(6), 2010 determined that four sensor guidewires were utilized. According to the complainant, the first sensor guidewire peeled but did not detach during the procedure. Please reference medwatch report number 3005099803-2010-00535 which documents the first device. A second guidewire was then utilized and noted to have peeled but did not detach. A third sensor guidewire was then utilized and noted to have peeled but did not detach. Please reference medwatch report number 3005099803-2010-00539 which documents the third device. A fourth sensor guidewire was then utilized and noted to have peeled but did not detach. Please reference medwatch report number 3005099803-2010-00540 which documents the forth device. The procedure was successfully completed using a fifth sensor guidewire. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
Analysis of the returned sensor guidewire revealed the ptfe abraded/scraped and missing/detached from urethane distal tip along 24 cm toward proximal end. The most probable root cause for this event is determined to be "caused by other device." The interaction between the guidewire and other devices used in the procedure may have contributed to the ptfe peeling.